Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the transmission was missing electrocardiograms (egm) caused by invalid telemetry while collecting the egm strips. This was thought to be occurring due to telemetry interference coming from the implantable pulse generator (ipg)'s pacing pulses. The device and monitor remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.